Manufacturer narrative:
Evaluation summary: x-rays were not provided for review. As such, the implant construct cannot be analyzed radiographically. Primary and revision op-notes were provided for review. The documents were reviewed and nothing exceptional was noted. Based on the available information, an exact cause for the reported condition cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to medial/lateral instability.